Event description:
The customer reported scope communication error codes e216 and b30, and image disturbance only with this endoscope on different systems during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the scope communication errors, which was most likely attributed to an electrical component failure. Additionally, the investigation observed foreign material within the control section and light guide lens, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Event description:
No additional information received from the customer.